Event description:
It was reported that patient underwent a revision due to a periprosthetic fracture.

Manufacturer narrative:
It was reported that the patient sustained a spiral fracture, possibly from a "twist injury" around the implant and was not able to supinate at the time of surgery. As returned the ulnar stem is mostly covered in bone cement and tissue with the ulnar bearings still attached with the axel-pin. Additionally the humeral bearing was returned. As referenced the axel-pin is surrounded with the patient's tissue and the bearings show some nicks/pitting possibly from the removal process. Due to the bone cement and tissue dimensional analysis was not possible. Review of the device history records indicates the ulnar stem met specifications. The devices were used for treatment. No other complaints of any type have been reported for the supplied lots. Operative notes and x-rays were requested; however, none provided. It is unknown if the ulnar was implanted per the surgical technique. With the provided information an exact cause could not be determined.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.